Manufacturer narrative:
Investigation of the customer's complaint of ¿the needle broke in the suture passer¿ is confirmed. A visual examination of the returned used device found the needle broken inside the suture passer. Examination performed per design print. The returned device exhibits the reported claim however a specific root cause cannot be established. It is suspected that excessive force was used during operation of the device. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is advised to inspect the instrument to ensure it is in good physical condition and functions properly prior to use. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor in slovenia reported issues with the smi-02ap, spectrum autopass suture passer, sn # (B)(6) and a suture passer needle, unknown catalog and lot numbers that was recently experienced by arbor mea private clinic on (B)(6) 2021. Information received indicates during use in shoulder arthroscopy, needle broke in spectrum autopass, so we cannot take out the needle from device. It is indicated there was no patient impact /injury and the procedure was completed with a 5minute delay by using a katana. Although there is limited information, there are previous FDA filings for the smi needle device and similar failure mode. This report will be filed against the suture passer needle with the smi-02ap listed as concomitant. Additional information received confirmed that the needle was a smi-02n, no lot number was known. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to previous FDA injury filings for the smi needle.

Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor in slovenia reported issues with the smi-02ap, spectrum autopass suture passer, sn # (B)(4) and a suture passer needle, unknown catalog and lot numbers that was recently experienced by arbor mea private clinic on 04oct2021. Information received indicates during use in shoulder arthroscopy, needle broke in spectrum autopass, so we cannot take out the needle from device. It is indicated there was no patient impact /injury and the procedure was completed with a 5minute delay by using a katana. Although there is limited information, there are previous FDA filings for the smi needle device and similar failure mode. This report will be filed against the suture passer needle with the smi-02ap listed as concomitant. Smi-02n chosen as default item number since no specific needle device information is known at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to previous FDA injury filings for the smi needle.